Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a photograph of the sample was received and an evaluation was performed to investigate the reported event. During visual inspection of the photograph, the transfer set was identified to have a cracked/broken light blue main body. Upon conclusion of the investigation, the cause of the reported issue was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The batch review was not performed, as the lot number was unknown. The actual device was not available; however, a photograph of the sample was provided for evaluation. The minicap was found to have a lengthways crack. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked lengthwise. There was no patient injury or medical intervention reported. No additional information is available.